Event description:
It was reported that during a tonsillectomy procedure using a evac 70 xtra icw wand, the wand lost power near the end of the procedure. A backup wand was opened, however this wand did not work at all. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.